Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple call service 052 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2015 with the following findings: a review of the black box showed 052 call service alarms. The pump powered on normally and was able to successfully complete the ez prime steps with no alarms. The pump was exercised for 24 hours with no call service alarms. The pump cover was opened and evidence of moisture was observed on the printed circuit board and internal components. The complaint was not duplicated during testing. Unrelated to the complaint, the display screen was discolored.